Event description:
Pt was intubated with laser flex 160-60. With a laser frequency of 40mjoule and 40 watt about 10 pulses were given. Suddenly a tongue of flame came through the filter that was connected with the tube, and plastic particle came out as well. Pt was reintubated immediately. There were no unusual circumstances during the operation. The anesthesia gas came from another MFR and had 40% oxygen. According to instruction leaflet, gas was non-inflammable. Dr is waiting for a statement from MFR. The hospital will only give the tube to a neutral expert. Sales rep has seen the tube: the distal part was totally burnt and the end of the tube was melted together. The connected part of the filter was black from soot.